Manufacturer narrative:
(B)(4). Batch # n92f8n. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported by that during an unknown laparoscopic procedure, an unexpected sound was heard during use. Then a nurse checked the device, and the blade was broken off at the proximal end, out of the patient. Another device was used to complete the case. No pieces fell into the patient and there were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # n92f8n. Investigation summary: the device a was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen04 an error code 5 was displayed. A probable cause for the device to stop activating and the gen04 to display an error code 5 is blade damage. It is possible that the unexpected noise heard could be either: the blade making contact with metal or plastic while activated, the blade not being properly attached to the hand piece or the solid tone emitted by the generator when the blade becomes damaged. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an error code 5. Continued usage of the damage blade can result in a broken blade. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.